Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited an elective replacement indicator (eri). There is a concern this battery depleted earlier than expected.